Event description:
The facility contact reports: the device was inserted into the right forearm, 2ml of metoclopramide and 10ml of normal saline were injected without leakage. Thirty minutes after insertion, the device separated at the hub while insitu. The catheter was removed via a non-surgical method by the attending physician. The device was disposed of into a sealed sharps container.